Event description:
Boston scientific received a data analysis request of this subcutaneous implantable cardioverter defibrillator (s-ICD), due to follow up revealing two episodes stored within device memory. The first episode was untreated; however, the second episode did result in shock therapy. Reportedly, the pt's med history is significant for ebstein anomaly with permanent atrial fibrillation. Technical services (ts) reviewed both stored episodes, confirming the appearance of an underlying atrial flutter. There was evidence of a decreased r-wave and prominent t-wave oversensing. The first episode was correctly untreated; however, the second episode did generate a shock which appeared to cardiovert the af. During shock delivery, impedance measurements were normal. Based on the data review, ts stated the primary vector did appear to be the most optimal. Ts finalized their response by stating an in-clinic eval or holter egm monitor may be of value as well as seeking info from the pt on activity during the time point of the oversensed episodes.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.